Manufacturer narrative:
The insulin pump was received with unresponsive act buttons due to unlocked connector at lcd board. The pump was unable to verify battery out limit alarms due to unresponsive buttons. The pump was received with cracked case at display window corners, battery tube threads, and minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was unknown. The customer's mother stated that the pump had a battery out limit. The customer stated that the buttons were not stuck when her son tried to bolus. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.